Manufacturer narrative:
Concomitant medical products: 429878 lead, implanted: (B)(6) 2016; dtmb1qq device, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was extracted approximately six months following implant due to an opening in the cardiac resynchronization therapy defibrillator (crt-d) pocket approximately one by two inches with device visible in the opening. It was noted there was wound erosion with dehiscence observed over the pocket. No further patient complications have been reported as a result of this event.